Manufacturer narrative:
Event occurred on an unknown date in 2021. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision surgery on (B)(6) 2021 due to incomplete union and/or trauma resulting in a fracture of the bone and a broken blade plate. The surgeon removed the broken blade plate/screws, cleaned out the fracture site, and inserted a tfna nail after reducing the fracture. It is unknown when the original surgery was performed. There is no further information available. This report is for one (1) 95 deg condylar plate 9 holes/70mm/156mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 237.940-us lot: 22p5747 manufacturing site: grenchen. Release to warehouse date: november 22, 2019. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Investigation summary: the complaint device (95 deg condylar plate 9 holes/70mm/156mm) was not received for investigation. A photo investigation was performed based on the photo. The image was reviewed, and the complaint condition is confirmed. A plate and screw construct is visible at the left femur, the plate appears to be broken across the second hole from top to bottom. A non union fracture is also seen on the breakage section. A definite assignable root cause could not be determined based on the provided information. As the device was not returned, and as-received condition could not be assessed and a dimensional inspection and document/specification review were not completed. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.